Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4).

Event description:
It was reported during a cardiovascular surgery the front end of the instrument broke. There was a ten minute delay.

Manufacturer narrative:
The instrument was visually evaluated and it shows signs of extensive use. There is extensive corrosion visible on the entire instrument. One of the roller pins has been fractured at the step of the smaller diameter, where the greatest stress would be seen. There are no indications of manufacturing defects. The device history record (DHR) was reviewed and no non-conformances were identified. The most likely cause is excessive force applied to the instrument during use. Unique identifier (UDI) # (B)(4). This is not a sterile product.